Event description:
Healthcare provider reported a right side implant removal from textured to smooth due to the concerns of the product. Patient also reported "one is two or three times" bigger, fluid around it, hard around area, doesn't look or feel the same." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ brown particles observed on the surface of the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does notassist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare provider reported a right side implant removal from textured to smooth due to the concerns of the product. Patient also reported "one is two or three times" bigger, fluid around it, hard around area, doesn't look or feel the same." The device remains implanted.